Event description:
A report was received that the patients ipg was non functional. The patient underwent a revision procedure wherein the ipg was replaced.

Manufacturer narrative:
Additional information was received that the patients ipg would not take a charge. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was non functional. The patient underwent a revision procedure wherein the ipg was replaced.